Event description:
On (B)(6) 2022, a femoral sleeve construct was revised due to pain and swelling. After exposing the knee, it was noted that the femoral component felt loose at the junction box interface. Implants were removed and a full revision completed.

Manufacturer narrative:
This followup report is submitted after evaluating the complaint. No implants were returned or obtained so a root cause investigation could not be performed. The junction box likely slid and loosened along the rails due to fatigue loading in the knee. The torque applied at the assembly may not have been sufficient to withstand the forces on the implant construct.